Event description:
The account alleged the bed exit could not be set. No injury reported.

Manufacturer narrative:
The scale had been zeroed with a patient in the bed, user error. The scale was zeroed as outlined in the user manual by the account to resolve the issue.